Event description:
At the hospital, the patient's bg was 805 mg/dl while the cgm was 250 mg/dl and the patient was in diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was asleep when the cgm app was beeping continuously due to elevated readings. No finger sticks were taken despite the alerts. The patient was taken to the hospital. At the hospital, the patient's bg was 805 mg/dl and the patient was in diabetic ketoacidosis. The patient was treated with IV fluids. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.